Manufacturer narrative:
It was reported that when restarting the device to anonymize and retrieve the patient folder, it was missing from the software list and could no more be loaded. Event summary, device history record review and complaint history review did not identify contributing factors. The cause might be the change of the [imagery_3dref] value of the CT preop in the .ros file. The [3d_threshold] also changed but is likely not involved in the issue. The scd software, was not able to retrieve the patient folder during the anonymization procedure which shows that the type file was modified or was unreadable. However there is no evidence provided to explain: - how and why the values [imagery_3dref] and [3d_threshold] changed after that the patient folder was saved. - how the file type was modified or why it might have been unreadable. A manual change could have been made but no indication permits to confirm it.

Event description:
"It was reported that the pre-op CT and mr images were uploaded morning of surgery. The two trajectories the surgeon planned were created morning of surgery. There were no issues during surgery. Afterwards, a post-op scan was done and merged to the pre-op CT. After the surgeon had left, the company representative wanted to merge the post-op scan to the pre-op mr instead of the CT. The company representative then deleted the newly merged post-op scan, and left the originally merged post-op scan. The plan was saved and the robot was shut down. Later on, the company representative went to collect the data logs by using a software to anonymize the data. After running the software, the case was not showing up as an available plan to anonymize. The plan was still in the patient folder on the d drive, and it included the dicom images, the verification images from the case, and the .ros file. The .ros file was moved to a usb, and when trying to upload to the software, the plan was not showing up on the list of available plans on the robot. When trying to upload the plan from the usb, it asked if the company representative wanted to overwrite the plan (even though the plan was not appearing on the list of available plans). Yes was selected, and then after selecting ¿stereotaxy¿ for the surgery type, there was an 'impossible to load patient folder' error on the screen."

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the pre-op CT and mr images were uploaded morning of surgery. The two trajectories the surgeon planned were created morning of surgery. There were no issues during surgery. Afterwards, a post-op scan was done and merged to the pre-op CT. After the surgeon had left, the company representative wanted to merge the post-op scan to the pre-op mr instead of the CT. The company representative then deleted the newly merged post-op scan, and left the originally merged post-op scan. The plan was saved and the robot was shut down. Later on, the company representative went to collect the data logs by using a software to anonymize the data. After running the software, the case was not showing up as an available plan to anonymize. The plan was still in the patient folder on the d drive, and it included the dicom images, the verification images from the case, and the .ros file. The .ros file was moved to a usb, and when trying to upload to the software, the plan was not showing up on the list of available plans on the robot. When trying to upload the plan from the usb, it asked if the company representative wanted to overwrite the plan (even though the plan was not appearing on the list of available plans). Yes was selected, and then after selecting ¿stereotaxy¿ for the surgery type, there was an 'impossible to load patient folder' error on the screen.